Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer cleared the alarms and resumed insulin delivery. The customer's blood glucose level was not impacted. As these alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.